Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both of the patient's epicardial right ventricular (rv) leads exhibited high threshold values. The leads were explanted and replaced. No patient complications have been reported as a result of this event.